Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose levels was 195 mg/dl. Tandem technical support and the customer performed a system check and it was determined that the cartridge should be changed.